Event description:
I was sleeping using a resmed airsense s10 CPAP machine when I was awakened by a strong acrid odor at around 6 am. The odor was coming through the hose to the CPAP machine and I immediately discontinued use. My throat and chest felt irritated and tight. I checked the water reservoir and while the water level was low there was still some water remaining in the reservoir. I washed out the reservoir, hose, and mask assembly and refilled the reservoir with distilled water. I tried to go back to sleep but with residual odor coming through the hose and discomfort in my chest prevented me from going back to sleep. The discomfort in my throat and neck persisted most of the day. FDA safety report ID#: (B)(4).